Event description:
It was reported that a patient underwent a gynecological procedure in (B) (6) 2009. During the procedure, the motor drive unit started to work for less than two seconds and then it stopped. There was no power coming from the motor drive unit. The procedure was successfully completed manually with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Unit will not restart. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.